Event description:
A healthcare provider (hcp) called reporting that a device has not worked for 4 months, and they are unable to interrogate the device. The patient's record could not be found, and the manufacturer of the device could not be confirmed. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.